Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness is not maintained due to the collapse of the tip cover due to external factors, the watertightness is not maintained due to the peeling of the adhesive between the objective lens and the insertion tube connection, burning on the tip cover, the bending angle is insufficient due to the elongation of the angle wire, field fogging occurs due to objective lens damage, liquid leakage is observed in the operation part, the forceps plug cap has been scraped off. The operation part, the eyepiece, the grip, the angle lever, the up/down plate, the diopter ring, and the up/down angle fixing lever were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was partial air leakage from the distal end of the uretero-reno fiberscope. Inspection and testing of the returned device found forceps stopper cap was scraped off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the malfunction. A definitive root cause for this issue was not established. It is presumed that the defective event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
New information from the customer states that the event occurred during a fiberoptic transurethral lithotripsy procedure. There was no delay in the procedure and the procedure was completed. The date of the event was unknown.